Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) while using the control iq software; bg value was not provided. Customer consumed carbohydrates to treat low bg. A system check was performed and the control iq software was found to be working as intended. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 50 mg/dl while using the control iq software. Customer consumed carbohydrates to treat low bg. A system check was performed and the control iq software was found to be working as intended. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.